Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The calcified lesion being treated was located in the tortuous right coronary artery. The lesion was pre-dilated with an unspecified 2.0 x 16mm balloon, the number of inflations and atm's is unknown. The 2.25 x 16mm taxus liberte drug-eluting stent (des) was introduced and upon advancing, the stent struts were damaged. No patient injury or complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed a bent stent strut located 1.8 centimeters proximally from the distal tip. Visual and microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the formation of the stent damage. Damage of this nature is usually the result of withdrawing an unexpanded stent back into the guide catheter. As the complaint description does not mention withdrawing the undeployed stent back into the guide catheter, the exact cause of the stent damage could not be determined. Root cause: unknown. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.